Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the patient experienced a high blood glucose event with a value of 498 mg/dl and pump issue after the device was dropped from approximately 2.5 feet onto a tiled floor. The event involved product(s) mmt-1884, unomedical, unk_reservoir. Troubleshooting was performed and the patient reported that the battery compartment cracked from top to bottom and the pump screen no longer displayed any information. Troubleshooting was declined by the customer for high blood glucose and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. No further patient complications were reported. The patient was instructed to discontinue pump use and revert to a back-up plan per healthcare provider instructions. The product mmt-1884 is expected to return. No product return is indicated for unomedical, unk_reservoir.